Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. Additionally it was reported the pump "only partially drained" which was still "at least half full". This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, and h10. H10: the device was received for evaluation containing 65ml of fluid in the bladder. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.